Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels above 300 (mg/dl). A bolus was administered to address bg levels. Reportedly, contact will reach out to health care provider to discuss pump setting adjustment and diabetes management.